Manufacturer narrative:
The customer declined the option to have their glidescope titanium lopro t4 blade returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 16-may-2018 and is past the one (1) year manufacturer warranty period. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would disappear intermittently. The procedure was completed using a glidescope titanium lopro t3 blade, which was made available with no delay noted. No harm to the patient or user was reported.